Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13638. It was reported that the patient presented for an av node ablation procedure. During the procedure, it was noted that the pacemaker exhibited undersensing leading to inappropriate pacing. Electromagnetic interference was also noted. Additionally, the right ventricular lead exhibited undersensing and a loss of r-wave sensing. No device intervention was performed. The patient had no adverse consequences.